Event description:
It was reported that high capture threshold was observed during a routine follow-up. The lead was replaced and the patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.